Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 492 mg/dl. Customer's daughter stated that the customer recently had an oral surgery and has been under stress. High pressure test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.